Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the balloon popped during the procedure. Another device was opened and used to complete the procedure. The device broke during the procedure, nothing fell into the cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. The patient was discharged.

Manufacturer narrative:
(B)(4).